Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced and deployed. After deployment, while assessing position, anchor, size and seal (pass) criteria, a clot was noticed on the tip of the sheath. The physician aspirated the clot to remove, and the closure device was successfully implanted. There were no patient complications, and the patient was discharged home the next day.